Manufacturer narrative:
Visual inspection revealed that the balloon had detached from the proximal shaft and was not returned. Based on the information provided and the investigation performed, the probable cause of the balloon detachment could not be conclusively determined.the review of the lhr (lot f1027101) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported to the aci sales professional that a female patient underwent a diagnostic peripheral catheterization procedure on (B)(6) 2011. Access was obtained at the left groin. The procedure was to repair the right popliteal artery. There was no report of complications during the procedure. Post procedure, the physician chose the mynx for femoral artery closure. The deployer was a radiology technologist (rt) trained to the use of the mynx. It was reported that the rt inserted the device into the sheath, inflated the balloon and then pulled the balloon back to the arteriotomy. The rt reported shuttling down and feeling a click. He also reported a tight feeling as he pulled the sheath back. Once the shuttle was locked back onto the handle, the rt noticed sealant sticking out of the access site. He attempted to deflate the balloon, but was unable to. He pulled negative on the syringe again in an attempt to deflate the balloon, without success. The rt attempted to pull the device out and in doing so, left the wire and balloon in the patient. The rt pulled on the wire to remove it and was successful in removing the wire along with the clear tip but the balloon did not come out. Therefore, the right groin was accessed around the iliac and contrast was injected in order to visualize the balloon. The balloon remained in the patient's artery still inflated; however, there was no blockage or flow disturbance. At this point the user facility contacted the aci sales professional and aci clinical professional. The aci personnel reviewed the films and device. A vascular surgeon (vs) was consulted. The vs performed a full cut-down and successfully removed the balloon. The patient was discharged to home the following day with no clinical sequela.